Event description:
The coil could not be advanced through the microcatheter. During coil embolization within a non calcified/tortuous posterior communicating artery, 5x4.3mm aneurysm, three coils were placed. Difficulty was experienced in the middle of prowler 14 microcatheter (mc) to advance the 4th coil. The mc and coil were removed as one unit from the patient's vessel. Another coil with the same mc used to complete the procedure. Reportedly, continuous flush was maintained within the mc. The position of the mc was not lost. There was no adverse consequence to the patient. The product has been returned for evaluation and testing; however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.